Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a chevron osteotomy procedure as the surgeon put in the first 3.5 x 42 mm mini screw, the screw broke completely in half. The latter half of the screw came out with the driver but the surgeon had to make a bigger incision from their previous mis incision to then use a ronjour to get out the first half of screw that was still in the bone. The surgeon then used a new guide wire and used a 40mm screw to fix the correction. Then the surgeon went to use another 42mm screw as a second point of fixation and this screw was stripped and broke off approx 1/4 of the length. However, that screw was holding up well across the osteotomy and gave the bone a good hold so the surgeon chose to keep it in since it was holding well. In conclusion, the first screw used (3.5 x 42) completely broke in half. The second screw (3.5 x 40) went in fine. The third screw (3.5 x 42) had the end break off, approx 1/4 of it, but held up in the bone and stayed in. Request sent to rep for part and lot numbers of complaint devices. Additional information received on 02/12/2020: the rep provided the part and lot numbers of the two broken screws (ar-8730-42h / lot: 10448214 & lot: 10504055).